Event description:
It was reported that during a surgical procedure at the user facility the device safety switch was determined to be broken off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was reported that during testing at the manufacture facility the device ran in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.